Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead was explanted and replaced. During the replacement procedure, a new left ventricular (lv) lead was also placed. When the lead was initially placed it exhibited high and varying impedance. By the end of the case the lead measurements had returned to more normal readings. The lead remains in use. No patient complications have been reported as a result of this event.